Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the device leaked from the tubing. A new device was used to continue monitoring the patient. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and functional testing was performed. The complaint is confirmed. Root cause is attributed to a crack in the luer fitting due to overtightening during use. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot number were found.